Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found a suction issue in the ise vacuum and replaced 2 valves. The customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise sodium electrode (na) on a cobas 6000 c501 module. The initial result was 131 mmol/l. The repeat result was 141 mmol/l. The repeat result was believed to be correct.